Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant with full mtx surface texturing and microgrooves (tsvtb10) was received for investigation. Visual inspection of the returned product identified signs of wear and bone residue around the external threads due to usage. In addition, the device was still attached to a crown. X-ray or images were not provided. As a result, bone loss could not be verified. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. All sterilization activities were conducted with no nonconformities per sterilization record (st# 2725). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complainant reported: peri-implantitis. The reported event, peri-implantitis (bone loss and infection), couldn't be verified. Bone loss could not be verified since x-ray images were not provided. In addition, infection could not be verified through visual inspection of the returned device since it is a medical condition. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided.

Event description:
It was reported that the patient had peri-implantitis.